Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record it was observed that the device had prompted 'shock abnormal'. For each occasion where the device had prompted 'shock abnormal', the impedance was too high. Too high impedance can be caused by dirty defibrillation spoons, improper skin preparation or not using the appropriate amount of gel on the defibrillation paddles. No discrepancies were observed during testing. Physio performed some unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A conclusive cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock when being used on a patient. The customer reported that the patient survived; the reported issue did not affect the patient's outcome.